Event description:
Patient had j tube placement. Flush of d5 30cc q6 hours to follow. Patient with acute respiratory distress and failure due to aspiration pneumonia and transfer to the ticu 2 days later. On CT was found to have sbo at site of j tube insertion. With rising lactic acid and worsening status, patient went to or 2 days later. Found to have balloon dilated greater than 100cc causing bowel necrosis of surrounding area. Unable to aspirated fluid through port during the or. Or findings: j-tube balloon was thought to be fully deflated two days prior to the or. However intraoperatively the balloon was found to be hyperinflated and tense (size of a large lemon) obstructing the lumen and stretching bowel wall, causing contusion on one side of the bowel along the line of maximum tension. The balloon port was nonfunctional (unable to aspirate the fluid out using syringe per usual fashion) and the side port was cut using mayo scissors to release the fluid from the balloon (~ 100cc). Old j-tube then removed (20fr (0200-20) lot: aa9028n05) and a new one replaced.